Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au480 chemistry analyzer, and identified the failure mode as a defective ise mix bar. The fse replaced the mix bar to resolve the issue. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is case-(B)(4).

Event description:
The customer reported the generation of erroneously low patient results for ion selective electrode (ise), including sodium (na), potassium (k), chloride (cl), on their au480 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.